Manufacturer narrative:
Product analysis: visual inspection confirmed approximately 23mm of the drivers tip has broken off and was returned for analysis. One of the tabs has broken off and the other is still intact. The fracture was examined optically and the fracture face is consistent with the driver being under torsion and a slight bending moment during the time of the break. This type of damage is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent corrective posterior lumbar interbody fusion at l4-s1 due to scoliosis and l5 isthmic spo ndylolisthesis. Intra-op, during final tightening of the set screw, the break off driver broke at about 20mm from the tip when the surgeon attempted to break off the set screw. Counter torque was also used in combination. The broken fragment of the driver was retrieved; and no broken fragment of the driver remained inside the patient. Final tightening was performed with another driver. No patient complications were reported due to this event.